Manufacturer narrative:
A ge service rep performed an on site investigation. A fuse was replaced. The system operates as intended.

Event description:
The customer reported a loss of image on the monitor. No pt injury was reported.